Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was getting no delivery alarms at the time of the event. Troubleshooting was performed, and the insulin pump no longer alarmed no delivery after the customer changed the infusion set. However, the insulin pump did not pass the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.